Manufacturer narrative:
The test strips involved are no longer available.

Event description:
The customer stated that in (B)(6) she was admitted to the hospital for low blood sugar. The customer is not sure of exact dates or times. The customer stated that one morning in may she tested a value of 300 mg/dl on her guide me meter. She took 1.5 units of humalog insulin and ate some blueberries. 30 minutes later she started to feel shaky. She tested again and received a result of 235 mg/dl. She tested again and received a reading of 102 mg/dl. At this time, the customer was shaking. She started to drink juice and told her daughter to call the ambulance. The ambulance showed up about within 5 minutes and their reading was 80 mg/dl. The first responders gave her orange juice and bread. The patient was taken to the hospital about 5-10 minutes after the ambulance arrived. The hospital's reading was 67 mg/dl. The customer stated she tested on her meter within 2 minutes and the reading was 150 mg/dl. She stated that she did not feel better until 2 days later, when she was released from the hospital.